Event description:
Boston scientific received information that during a normal device replacement, when the physician attempted to remove this patient's right ventricular (rv) lead from the device header, the lead was stuck. The physician pulled on the lead and the lead body pulled away from the terminal pin at the start of the insulation. Pacing inhibition of approximately 3 seconds was noticed when the lead was pulled on. The physician pushed the lead back and pacing resumed. A new rv lead was implanted due to the patient being pacemaker dependant. The chronic rv lead was cut out of this device and was surgically capped and abandoned. No adverse patient effects were reported. The device was later returned for analysis.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header of the device was broken into two pieces and was separated from the device case. A large dent was also noted in the case of the device at the top of the case. Visual and mechanical inspection of all set screws was performed. All set screws were found to move normally and completely in both clockwise and counter clockwise directions. They were not stuck in any direction. All seal plugs were intact, with no holes noted. Microscopic visual inspection of both lead barrels noted no irregularities to contribute to the allegation. No further testing could be performed due to the damage to the header of the device. The allegation from the field was not confirmed or duplicated during testing or detailed analysis. It was concluded by laboratory technicians that the damage to the device was induced.